Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ICD. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient complained of pain in the pocket. The extravascular implantable cardioverter defibrillator (ev-ICD) was repositioned in the pocket and remains in use. The patient is a participant in a clinical study. It was further reported that the patient had experienced local discomfort prior to repositioning. It was further reported that the extravascular (ev) lead was repositioned in the pocket. No further patient complications have been reported as a result of this event.